Event description:
It was reported that there was foreign material in sterile packaging.

Manufacturer narrative:
Alleged failure: ¿we had three strykeflow 2 packages opened that had contaminate in them upon opening¿ the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in sterile packaging.